Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy to the patient. The patient appeared to be in a sinus tachycardia, but the device classified the rhythm as ventricular tachycardia (vt) and delivered therapy. The patient recorded 14 episodes, with three of the episodes accelerating the patient's rhythm from vt to ventricular fibrillation (vf). The final episode exhausted all available device therapy, and the patient was externally defibrillated by paramedics. Afterwards, the device was checked and an induction performed. The device functioned normally.